Manufacturer narrative:
Batch reviews performed on 06 june 2016. (B)(4). On (B)(6) 2016 it was communicated that it was a staphylococcus infection.

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and swapped the head and liner. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
On 29 july 2016 it was prepared a final report with the information already reported in the initial report. On 04 august 2016 it was sent to the initial reporter and the case was closed.